Event description:
During a nephrectomy procedure, after using the instrument for a few minutes, the blade broke. Changed to another like instrument to finish the procedure. There was no reported patient consequence.